Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing planned/non-emergency treatment, which was delayed and was completed as planned. It was reported that the geometry movements were partly available. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the fault with cmos battery. Fse replaced the x replaced the cmos battery. After the replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partly available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.